Event description:
A complaint was received from a customer that reported that part of the display is missing. The customer stated that when they inserted the reagent strip part of the "hundreds unit" was missing. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.